Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis without the lapjoint. No damaged or failures were observed on the ccp board assembly during visual inspection. The catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during functional inspection. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on 29mar2016. It was reported that the catheter was not recognized. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). An opticross¿ imaging catheter was selected for use. During preparation, when the opticross¿ imaging catheter was connected to the motordrive unit 5 plus, the opticross¿ imaging catheter was not recognized. Reconnection was performed but the issue was not resolved. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's status is good. However, device analysis revealed a detached/separated lap joint.